Event description:
While using a byte retainers, patient reported three lower teeth are lose and misalign when not using the retainer. They were examined by a periodontist and informed to stop treatment due to not helping with alignment and the bone grafting for the three teeth on their lower jaw is not supporting and will need oral surgery to improve and braces to correct the issue. Requested diagnostic findings from their dentist, orthodontist or specialist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.